Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that following a car accident patient experienced ineffective therapy, x-ray imaging revealed patients lead migrated. Patients ipg became unable to communicate with external devices. Surgical intervention was undertaken on 24 july 2024 wherein ipg and lead were explanted and replaced, and the ipg pocket was revised to address the issue.

Event description:
It was reported the patients lead had migrated. Surgical intervention may be pending to revise the lead location and the ipg site. The reason for the ipg revision is unknown at this time.

Manufacturer narrative:
Date of event is estimated.